Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 806:10. Based on review of the device event history, the event occurred during delivery. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available.the user interface module master software version for this device is 6.13.90, categorized as remediated.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a battery depleted alarm and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was faulty phm (pumphead module). The phm has been replaced.a follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).